Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported for left side, "I believe I have a rupture," "the implants are making me sick," and "have implants been recalled?" The device remains implanted.